Event description:
Revision of optetrack knee components reportedly due to tibial subsidence. This event occurred outside of the us, in france, and was discovered through post market surveillance activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation.